Manufacturer narrative:
Add'l MFR narrative: device has been returned for eval. Once the device has been evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
Report states that a cadd solis pump was set up for pca dosing with a 100 ml medication reservoir. The pump was set to deliver 12 ml/hr. The pump was checked after several hours and it was noted the reservoir still contained 90 of 100 ml remaining. No injury was reported.